Event description:
The customer reported via phone call that they had inaccurate readings with their sensor. The customer reported the sensor glucose reading would be 30 to 40 points different from the blood glucose reading. Customer also stated the inaccurate reading would trigger the threshold suspend feature on the insulin pump. The customer also reported a weak signal alarm occurring. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.